Manufacturer narrative:
(B)(4). The product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that one needle/suture of product code y936 with the damaged or breakage tip could be observed in picture. A second needle is used to compared the tip. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number qhmlsq y936h55, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. File reviewed additional information requested. Was there any patient consequences was the needle tip removed from the patients body.

Event description:
It was reported that a patient underwent a laparoscopic oophorectomy procedure on (B)(6) 2021, and suture was used. During the procedure, the needle broke with tip missing while closing the laparoscopic port sites skin layer. Staff felt it was due to the pressure on the needle at the time rather than a fault with the needle. No adverse patient consequences were reported. Additional information was requested.